Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, inflammation, toxic cobalt chromium metal ions, and unnatural movement of the screw and cup.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/18/16-pfs and medical records received. After review of the medical records for MDR reportability, the pfs indicates the patient was originally implanted on (B)(6) 2004 and revised on (B)(6) 2013. Litigation alleges pain, discomfort, clicking, inflammation, and increased metal ions. Lab values from (B)(6) 2013 confirm the increased metal ion levels. The patient was then revised a second time on (B)(6) 2014 for pain, osteolysis, metallosis, malpositioned/loose cup, and 2 broken screws and 2 loose screws. Litigation also alleges elevated metal ion levels, but it's reasonable to assume that and the metallosis can be attributed to the originally metal on metal hip. The revision operative note for (B)(6) 2014 indicates there were 4 screws, but there is no documentation of those being implanted. The only known screw was implanted on (B)(6) 2004, so the cup and 4 screws will be left as unknown part/lot until we receive more information. The complaint was updated on:6/14/2016.